Event description:
Customer reached out to saalt on 10/15/2020 stating she was having difficulty removing her cup. Saalt responded with removal tips and a phone number for her to call. Customer called about one hour later seeking help. One of saalt's team members spoke with her on the telephone for approximately 40 minutes giving several tips and offering advice and support. Customer decided she wanted to take a break and try again later. Saalt then communicated with her over text offering more support. Saalt sent a follow up email later in the afternoon following up with her. She emailed saalt later in the day on 10/15/2020 stating she went to the gynecologist to have the cup removed. Saalt responded asking several details including date she received medical care, if this was her first time using a menstrual cup, removal techniques, how long the cup had been inserted before seeking medical care, what educational resources she tried, feedback from the doctor/nurse who helped her, where the cup is now, size and firmness of cup, packaging material, where she purchased her cup, personal contact information, birthdate, and photos of the cup. Customer responded with additional information about her experience. She struggled to remove her cup on her own for about 20 hours before seeking medical attention. She had tried the tips that we shared with her during our phone call with no success. She said the doctor mentioned that her cervix sits quite high and that the cup was suctioned to her cervix. She did not provide photos of the cup because the cup was disposed of after it was removed. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."